Manufacturer narrative:
No patient code available - vessel spasm. The device was discarded by the facility; therefore, an analysis of the reported device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure using a csi orbital atherectomy device (oad), a vessel spasm occurred. The target lesion was treated with the oad, and upon removal was noted to be caught on the guidewire. The oad and wire were removed together, however a vessel spasm occurred. The vessel spasm was treated pharmaceutically but was not fully resolved. The patient was in stable condition following the procedure.